Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A total of eleven ventricular non-sustained tachycardia episodes at <(><<)>=210 ms occurred between (B)(6) 2013. One ventricular fibrillation episode at 170 ms occurred on (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes <(><<)>=192 ms occurred between (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the ventricular sic was 259 counts in 1.97 days between (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks. The lead was suspected to be fractured to due noise and oversensing. The lead was replaced. No further patient complications have been reported as a result of this event.